Event description:
The pt reported obtaining high results, but he did not provide the results. He stated that this result and others were high compared to the results that he normally receives. He also reported that he was perspiring and shaking. He contacted his doctor and informed him of the results he had obtained. An appointment was scheduled and the pt was sent to the lab for testing. The lab result was 145 mg/dl. He tested on his meter within 10 minutes and obtained a result of 208 mg/dl. No injury or harm was alleged. The test strips were in good condition, codes matched, and the techniques for cleaning the puncture site and for applying the blood to the test strip were correct. The pt did not have any control solution to troubleshoot. Although the pt reported symptoms of shaking and sweating, he did not provide the results, nor did he receive any medical intervention at the time. A replacement meter has been sent.